Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two leads for off-label use. Device 1 of 2. Reference MFR report #: 1627487-2015-07585. It was reported the patient experienced skin erosion at the lead site due to possible allergic reaction to silk sutures. As a result, the doctor explanted the existing leads and implanted two new leads at a new location with non-silk sutures. During the surgery, a serous fluid sample was taken but the results are unknown. The patient has effective stimulation.